Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and "a fold flaw". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, brown and white particles, and an opening on the posterior side. A leak test and microscopic analysis was performed which identified approximately 90 percent delamination on the valve and a smooth crease opening. Based on the device analysis, the final assessment is partial delamination of the valve, and a smooth crease opening on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation and "a fold flaw". Device has been explanted.